Event description:
It was reported by the rep that when (1) tct75 device was used during a lysis of adhesions, the device locked out. Another device was used to complete the case with no consequence to the pt.